Event description:
It was reported that while inserting a trochanteric nail into the patient's femur, the connecting bolt broke. A second nail was assembled using a second connecting bolt and also broke. A third nail was then successfully implanted. Patient's outcome: no adverse effect reported as a result of this event.